Event description:
A surgeon reports that a pt had an intraocular lens removed and replaced approximately three weeks following their initial cataract surgery. One week following surgery, the pt complained of blurred vision. Upon examination, it appeared that the iris may have been rubbing on the intraocular lens. Two weeks following this visit, the pt was examined again and found to have cystoid macular edema. The surgeon confirmed that the iris was rubbing on the intraocular lens. The lens was removed and replaced the following day without difficulty. Some superior iris damage was sustained at the time of implant removal. Examination of the pt two weeks following lens replacement revealed that the cystoid macular edema was better. The surgeon is not certain what caused the patient's problems and indicated that a number of factors may have contributed to this experience.